Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The thru-lumen embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ it is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use for temporary occlusion of the internal iliac artery, the balloon on the fogarty catheter was found broken after the procedure, though no issue was noticed during the procedure. The customer could not verify if the balloon was checked prior to insertion, how many cubic centimeters of fluid was used to inflate the balloon, or whether they followed the IFU for balloon inflation but no interventions were performed and there was no report of patient injury at that time. The customer states that ¿later that day¿ the patient suffered a ruptured aneurysm in the same artery, which had not been diagnosed prior to the earlier procedure. The patient survived the incident; however, no further information is available regarding any interventions or treatments performed or the patient status. Patient demographics were requested and not provided.